Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 1.5% on an unreported date, the patient began treatment with dianeal pd2 1.5% therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. During a call, the following was reported. On an unreported date, a break in aseptic technique occurred, further described as the patient performed peritoneal dialysis therapy with poor hygiene, did not wear a mask, and reused the equipment. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain. On the same day, the patient was hospitalized for peritonitis. Break in aseptic technique was attributed as the cause of the peritonitis. On an unreported date, the patient was treated with cefuroxime (1.5gm, once daily, IV), ceftazidime (250mg, route and frequency not reported) and cefazolin (250mg, route and frequency not reported) for peritonitis. The patient was still hospitalized. Retraining is planned. The outcome of this event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.